Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that while the customer was charging the pump, the usb port became hot. No temperature alerts or alarms were noted by the customer. The customer removed the usb cable from the usb port and reported that the metal of end of the usb cable was blackened. Subsequently, the customer was unable to charge the pump properly despite the attempt of another usb cable. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received.

Manufacturer narrative:
Usb port burn - 3221, 3323, 67.